Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was noted that the distal conductor had blood/body fluid (not obstructing). (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacturer's database indicated the patient died approximately six months post implant of the system. The cause of death was requested and not received.